Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. No code available was used to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter, and a medical device entrapment issue occurred requiring surgical intervention. One of the splines for the pentaray catheter became entrapped in the patient's prosthetic mitral valve. The physician was advised that use of the pentaray catheter in patients with prosthetic valves contradicts the instructions for use. The physician was attempting to free the catheter from the valve at the time of the call. Patient had to have open heart surgery. Surgery was successful to remove penta ray and the patient was reported in stable condition. There was no patient consequence. The physician¿s opinion on the cause of this event is that it was due to the patient having a mechanical valve. The observed medical device entrapment requiring surgical intervention, has been assessed as MDR reportable.